Manufacturer narrative:
(B)(4). H6 : tasp bottom- mechanical (g04) - provisional top 64740838 visual examination of the returned product found them to exhibit signs of repeated use and were fractured complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00075 0001822565-2024-00076 0001822565-2024-00077 0001822565-2024-00078 0001822565-2024-00080 0001822565-2024-00082 0001822565-2024-00083 0001822565-2024-00084 0001822565-2024-00088

Event description:
It was reported that the instruments were discovered fractured during an instrument check in process. Attempts have been made and all available information has been provided.